Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). Multiple MDR's were filed for this event. Please see associated: 0001822565 - 2019 - 00394, 0001822565 - 2019 - 02952, 0001822565 - 2019 - 02953, 0001822565 - 2019 - 02959, 0001822565 - 2019 - 02960, 0001822565 - 2019 - 02963, 0001822565 - 2019 - 02964, 0001822565 - 2019 - 02966, 0001822565 - 2019 - 02971, 0001822565 - 2019 - 02972, 0001822565 - 2019 - 02974, 0001822565 - 2019 - 02976. Concomitant medical products: lot #, description, item #: 62109025, provisional, articular surface 00597103012; 60267319, provisional, articular surface 00597103014 60702359, provisional, articular surface 00597103014; 62069849, provisional, articular surface 00597103014; 60037678, provisional, articular surface 00597103017; 60718197, provisional, articular surface 00597103017; 61723504, provisional, articular surface 00597103017; 60711711, provisional, articular surface 00597104014; 61716917, provisional, articular surface 00597104014; 60695901, provisional, articular surface 00597104017; 60711697, provisional, articular surface 00597105012; 61704885, provisional, articular surface 00597105014; 61661748, provisional, articular surface 00597105017; 60695888, provisional, articular surface 00597103010; 61354292, provisional, articular surface 00597103010; 62245587, provisional, articular surface 00597103010; 63631356, provisional, articular surface 00597103010; 63631356, provisional, articular surface 00597103010; 63944239, provisional, articular surface 00597103010; 63963834, provisional, articular surface 00597103010; 60263008, provisional, articular surface 00597103012; 60692099, provisional, articular surface 00597103012; 63613874, provisional, articular surface 00597103012; 63661447, provisional, articular surface 00597103012; 63944252, provisional, articular surface 00597103012; 63485270, provisional, articular surface 00597103014; 63620103, provisional, articular surface 00597103014; 63649634, provisional, articular surface 00597103014; 63492795, provisional, articular surface 00597103017; 63624551, provisional, articular surface 00597103017; 63637863, provisional, articular surface 00597103017; 63950874, provisional, articular surface 00597103017; 60711685, provisional, articular surface 00597104010; 63544460, provisional, articular surface 00597104010; 63564705, provisional, articular surface 00597104010; 63649636, provisional, articular surface 00597104010; 63707471, provisional, articular surface 00597104010; 63907831, provisional, articular surface 00597104010; 63923219, provisional, articular surface 00597104010; 60723046, provisional, articular surface 00597104012; 63707472, provisional, articular surface 00597104012; 63729498, provisional, articular surface 00597104012; 63909551, provisional, articular surface 00597104012; 63950876, provisional, articular surface 00597104012; 63963833, provisional, articular surface 00597104012; 64098766, provisional, articular surface 00597104012; 62106300, provisional, articular surface 00597104014; 63624555, provisional, articular surface 00597104014; 63655336, provisional, articular surface 00597104014; 63667496, provisional, articular surface 00597104014; 60263016, provisional, articular surface 00597104017; 62117392, provisional, articular surface 00597104017; 63505873, provisional, articular surface 00597104017; 63612752, provisional, articular surface 00597104017; 63624556, provisional, articular surface 00597104017; 63644014, provisional, articular surface 00597104017; 60706801, provisional, articular surface 00597105010; 63492799, provisional, articular surface 00597105010; 63624557, provisional, articular surface 00597105010; 63644015, provisional, articular surface 00597105010; 63661449, provisional, articular surface 00597105010; 63707475, provisional, articular surface 00597105010; 64135297, provisional, articular surface 00597105010; 60503279, provisional, articular surface 00597105012; 63485275, provisional, articular surface 00597105012; 63649638, provisional, articular surface 00597105012; 63673401, provisional, articular surface 00597105012; 63944254, provisional, articular surface 00597105012; 64135298, provisional, articular surface 00597105012; 60692115, provisional, articular surface 00597105014; 61579539, provisional, articular surface 00597105014; 63492801, provisional, articular surface 00597105014; 63583780, provisional, articular surface 00597105014; 63661450, provisional, articular surface 00597105014; 63661450, provisional, articular surface 00597105014; 62750675, provisional, articular surface 00597105017; 63169365, provisional, articular surface 00597105017; 63490729, provisional, articular surface 00597105017; 63579633, provisional, articular surface 00597105017; 63581233, provisional, articular surface 00597105017. The event occurred in (B)(6). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
The instruments were returned fractured and/or worn as identified in inventory. No patient or surgical involvement reported. No further information is available at this time.

Event description:
No further information is available at this time.

Manufacturer narrative:
The visual evaluation of returned provisional articular surfaces shows signs of repeated use and all of them have been cracked/fractured. The dimensions for these instruments were conforming to prints where measured. This information confirms the reported event. Review of the device history record with receiving inspection report identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue was due to repeated use of these instruments for more than 5-years of field life; which causes wear and tear to the instrument and led to the fracture/cracks. Per package insert (87-6203-999-22 instrument/ provisional use, care and sterilization) inspect all instruments/provisional carefully prior to each use. If damage or wear is noted that may compromise the function of the instrument, do not use the device and contact your zimmer representative for a replacement. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.